Manufacturer narrative:
Calibration and controls were acceptable. Upon review of alarm trace data, no relevant alarms were observed on the day of the event. The sample tube was not inverted as recommended by the tube manufacturer. Centrifugation conditions were not performed as recommended by the tube manufacturer. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter alleged they received a questionably high elecsys vitamin b12 ii assay result for one patient sample tested on a cobas pure e 402 analytical unit. The sample initially resulted in a vitamin b12 value of 535 pg/ml. The sample was repeated, resulting in a value of 176 pg/ml.

Manufacturer narrative:
The serial number of the e 402 analyzer is (B)(6). The investigation is ongoing. Medwatch field e1 initial reporter establishment name - the full facility name was provided as, "(B)(6).